Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter fell out of the patient with the balloon still inflated.